Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4)units. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle penetration performance results (average 1st penetration) of needles tested of the raw material batches used in this product during production were 0.396 n, 0.428 n, 0.422 n, 0.462 n, 0.399 n, 0.368 n and 0.399 n for each one of those and fulfilled the specification (<0.480 n). As stated in the instructions for use of the product, care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to ½ of the distance from the fiber attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending, breakage. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that the needle egde lose fastly, it means use more strenght in use by the dr. It increased occupational risk. No patient injury. Used in colelitiasis+colecistitis for abdomen skin. Change of suture during procedure.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 5 closed samples for analysis. We have checked the needles of the samples received and the tips, edges and geometry are conform to the specification. We have tested the needle penetration performance (average 1st penetration) of the 5 needles received and the results do not fulfill the specification in 3 of them: 0.429n, 0.545n, 0.457n, 0.500n and 0.535n (needle specification of 0.480 n in maximum for the average first penetration). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle penetration performance results (average 1st penetration) of needles tested of the raw material batches used in this product during production were 0.396 n, 0.428 n, 0.422 n, 0.462 n, 0.399 n, 0.368 n and 0.399 n for each one of those and fulfilled the specification (<0.480 n). Reviewed the complaint history records, there are no previous complaints in any of the products manufactured with the same needle raw material batches used in this product regarding needle blunt/deficient punction. Final conclusion: taking into account that the results of samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: an internal non-conformity (inc) has been opened in the system to analyse the root cause and define the corrective actions if applicable: inc cc/003/24.